Event description:
An impella cp device was inserted via the right femoral artery in a 71-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage d shock. During support, the patient was noted to have pink to red-tinged urine with urine output initially greater than 30 ml/hour. The patient was supported at p-9 and experienced suction alarms overnight, with urine output decreasing to approximately 15¿20 ml/hour. The suction alarms resolved following fluid repletion. The impella purge solution consisted of dextrose 5% in water (d5w) with 25 meq sodium bicarbonate. Due to concern for possible hemolysis, the intensive care unit team reviewed potential contributing factors, including device position, preload status, and afterload conditions. Volume administration was provided to optimize preload, vasodilator therapy was utilized for elevated systemic vascular resistance, and an echocardiogram was ordered to assess device position and cardiac function. The patient underwent mitral valve replacement (mvr) on (B)(6) 2026, at which time the impella cp was explanted. The surgeon elected not to proceed with impella 5.5 placement. The surgeon elected not to proceed with impella 5.5 placement. Following the surgery, it was noted that the patient experienced encephalopathy, hemodynamic instability, and pulmonary edema requiring mechanical ventilation. It was noted that the physician who removed the impella cp attributed the patient's subsequent encephalopathy to an air embolic event noted as attributed to the impella cp.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.